Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an f-12 error code. During the product evaluation at baxter, it was determined that error code f-12 was a false occlusion alarm. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The device does meet specification for the reported condition. The assignable cause was a broken door assy in the upper and lower hinge stop. The doory assy has been replaced.